Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 24mm watchman laa closure device and delivery system were used. After the trans-septal puncture, the patients activated clotting time (act) was 230. The closure device was deployed and successfully implanted with a complete seal. After the implant of the closure device, the patients act was in the 270s. During a final echo sweep, a small thrombus was noted on the septum in the left atrium. An additional 15,000 units of heparin were given. The patient was slow to wake up from anesthesia will be monitored closely. The patient was kept on a heparin drip post procedure.